Manufacturer narrative:
Additional suspect medical device component(s) involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2316-70, serial: (B)(4), batch: 2000014345. Product family: scs-splitters, upn: (B)(4), model: sc-3400-30, serial: (B)(4), batch: 19137314. Product family: scs-splitters, upn: (B)(4), model: sc-3400-30, serial: (B)(4), batch: 19007805.

Event description:
It was reported that the patient experienced inadequate stimulation. The physician assessed that there were high impedances on the leads. The patient underwent a revision procedure to replace the leads. The patient's pain area was covered well post-operatively.